Event description:
(B)(4). Unexplainable abdominal pain frequently, increased cramping during menstruation, heavy bleeding during period, painful intercourse, loss all desire for intercourse with husband, vaginal dryness, hair thinning, hair loss, pale skin, rashes.